Event description:
Consumer complaint of low blood results. She had a result of 53mg/dl this morning fasting, with no symptoms. Customer states her normal glucose level ranges from 90-100mg/dl fasting in the morning. Meter and strips were purchased on (B)(6) and is being stored at room temperature in bedroom. No symptoms of hypoglycemia, no medical attention is required. Customer feels physically fine. Reviewed memory results: 62mg/dl at 12:30pm on (B)(6): 66mg/dl at 11:59am on (B)(6): 53mg/dl at 7:25am on (B)(6): no adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.